Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg-5400-00c, serial # unknown). (B)(4).

Event description:
It was reported that a female patient, in her 50s, underwent a mapping procedure for palpitations and frequent premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation) and a cardiac tamponade (requiring pericardiocentesis). During mapping phase, the patient became bradycardic and hypotensive. Pulse was not palpable. Cardiopulmonary resuscitation (CPR) was initiated. Pericardial effusion was detected. Pericardiocentesis yielded 300-400 ml. Patient was stabilized and transferred to the coronary care unit (ccu) for observation. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. A non-bwi sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping. Patient did not receive anticoagulant during the procedure. It is not believed that the smarttouch sf catheter was in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. It is not believed that the smarttouch sf catheter was in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.